Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a sync cable failure during operational testing. There was no adverse patient impact reported.